Event description:
The pt underwent a diagnostic procedure on 6/13/00 due to reports of chest pain following a motor vehicle accident. On 6/29/00 the pt presented at the vascular lab as an out pt with swelling of the groin for ultrasound detection of a pseudoaneurysm. The test demonstrated the presence of a severe hematoma. On 6/30/00 the skin erupted and a large blood discharge occurred. The pt did not present at a medical facility at this time. Episodes of bloody discharge continued until july 2, 2000 when the pt was admitted to the hospital. Cultures taken from the discharge revealed staphylococcus aureus in the wound area. The pt was taken to surgery for expression of the infected hematoma and a saphenous vein patch was placed on the artery for arterial repair. The pt received IV vancomycin during the procedure and ciprofloxacin post operatively. On 7/3/00 the cipro was discontinued and vancomycin continued. These medications were discontinued on 7/4/00 and the pt was placed on aqueous penicillin-g and rifampin. The pt recovered and was discharged on 7/12/00.